Manufacturer narrative:
(B)(4).

Event description:
Approximately 1 month after implant, the pt presented with worsening spasticity. The physician did a radiographic study of the infusion system and saw that the catheter was completely disconnected from the pump. The proximal end was in the pump pocket, but appeared to be behind the pump far away from the catheter access port. The physician planned to do a catheter replacement; at the time of this report, it had not yet been done. There was reported to be no pt injury. The pt was doing well, but was without the intrathecal baclofen therapy. Additional info has been requested a f/u report will be sent if additional info becomes available.